Event description:
Information received indicates, the scale display is not working due to corrosion on the scale board from fluid ingress.

Manufacturer narrative:
The technician replaced the scale board to repair the bed.